Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the suture thread was in good condition. The device was observed under magnification and the handle slot did not show any insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy and bands premature deployment cannot be confirmed since the ligator housing was not returned. Upon analysis of the returned component, the tripwire was not secured to the handle slot. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip inaccurately. The suture tension may not have been correct affecting the functionality of the device. However, since the ligator housing was not returned, it is not possible to carry out a more thorough investigation to identify the deployment problem. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a hemostasis with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed, and then two bands popped out directly behind, when the handle was rotated right before it reached a complete rotation. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a hemostasis with varicose vein ligation procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed, and then two bands popped out directly behind, when the handle was rotated right before it reached a complete rotation. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.